Event description:
Caregiver reported that: "I lifted part of the film in the sacral area where the leak had been and the pump did alarm. I just wonder if the patient lying on dressing maintains seal, then when she rolls over the lifted dressing is evident but the delay before pump alarming makes it appear not alarming. The alarm on the newer renasys go pumps is extremely quiet and infrequent."

Manufacturer narrative:
.

Event description:
Part of the film lifted in the sacral area where the leak had been and the pump did alarm. I just wonder if the patient lying on dressing maintains seal, then when she rolls over the lifted dressing is evident but the delay before pump alarming makes it appear not alarming. The alarm on the newer renasys go pumps is extremely quiet and infrequent."